Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). After patient samples were run, the customer processed quality control (qc) level 1 and level 2 that resulted high. The customer changed the integrated multisensor technology (imt) sensor (2 times). Cleaned the imt port, ran dilution check and the results were high. Fluids were checked and in the proper locations. The customer changed the sample diluent, rotary valve seal, and there was no indication of a overflowing port. The pump rate was 76.7 and moving freely. The sample probe was replaced, ports cleaned, and the dilution check bottle cleaned. The customer ran precision using a sample (6x) and results repeated the same. A siemens customer service engineer (cse) was dispatched to the customer site. The cse observed elevated dilution check results and quality control. A system maintenance was performed, the imt diluent pump panel was serviced, and a new syringe, valves tubing, and sensor were replaced. A dilution check was run and resulted acceptable. Qc was run and resulted in range. A 10-test precision run was performed on a patient sample and a sample from another patient that was run at a sister site with repeatable results. Siemens has reviewed the solid state multisensor (ssm) data files. Quality control was run before samples were processed and in range. There was a successful assay calibration before the samples were run. No fluids were changed and there was 55 hours remaining on the sensor. After the samples were run, the customer processed qc and qc level 1 and level 2 results were high. The ssm file shows that the customer is using the sensor for 7 days (168 hours). The IFU (instruction for use) states 5 days (120 hours) or 1000 samples. Based on the information provided, the cause for the discordant sodium result is unknown. However, the possibility of sample handling and/or sample integrity cannot be ruled out as the customer is using a stat spin not recommended by tube vendor. Poor sample quality and the presence of gel, fibrin, micro-clots, and/or cellular material can impact the proper sample aspiration for the dilution of the initial sample run of the sample. Siemens has recommended that the customer follow the tube manufacturer's instruction for use (IFU) for proper centrifugation times, speed, and that sample tubes remain upright after centrifugation, avoiding re-suspension of cellular material to maintain proper pre-analytical sample quality. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely high sodium (na) result was obtained on an emergency room (ER) patient sample on a dimension exl with lm instrument. The reported result was questioned by the physician(s). The same patient sample was repeated on the same dimension exl instrument, resulting lower. The patient sample was tested at an alternate laboratory (sister site) and the sodium resulted lower. The lower sodium result from the alternate laboratory (sister site) was reported as the corrected result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely high sodium result.